Event description:
Pt dx: nonfunctioning kidney. Pt underwent laparoscopic nephrectomy. During initial umbilical trocar placement, distal aorta lacerated leading to excessive bleeding. Vascular repair required. Question of whether the 15mm trocar retracted upon entering the abdomen. Outcome: pt doing well. Concern: a bigger trocar means more resistance & requires more pressure. MFR might want to recommend that a 15mm trocar not be passed blindly.